Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, long target lesion was located in the mildly calcified artery. A 2.5mmx220mmx150cm mr coyote¿ balloon catheter was advanced for pre-dilation. Subsequently, it was noted that the contrast media was leaking under fluoroscopy and on the first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another coyote mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. There are numerous shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a 6mm longitudinal tear starting 26mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, long target lesion was located in the mildly calcified artery. A 2.5mmx220mmx150cm mr coyote¿ balloon catheter was advanced for pre-dilation. Subsequently, it was noted that the contrast media was leaking under fluoroscopy and on the first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another coyote mr balloon catheter. No patient complications were reported and the patient's status was good.